Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 20 mg/ml hydromorphone at a dose of 0.12 mg/day and 40 mcg/ml clonidine at a dose of 0.242 mcg/day via an implantable infusion pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that the patient was in the intensive care unit (ICU) and the hcp would like the pump interrogated to confirm the pump settings to rule out any problems with the pump. The patient was hypotensive, required nasal pressure, and was taking multiple drugs to help his heart squeeze. The patient's family said that the pump had been programmed the lowest rate 2 days ago because the patient was not doing well. The patient just got out of surgery for a problem not related to the pump and his status was worsening.